Event description:
It was reported that during an unknown procedure, the device jammed while on the cystic artery and would not release. There was some bleeding when trying to remove it from artery. There was no pt consequence.

Manufacturer narrative:
Date sent: 7/11/2007.